Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while on the antrum of the stomach, the device did not fire. A new reload was opened and used to complete the case. There was no patient injury.